Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. Technical services review logs and patient archive lysis found that two registrations were completed (one with a metric of 1.8 and the other with metric of 3.2). Both registrations were done on the bridge of the nose and went up to the patient's forehead and slightly posterior on the left side. No trace registration was performed on the patient's right side on either registration. It was also noted some registration points were stored beneath of the surface of the model. The "1.2 registration" had a small green zone of accuracy and a larger area of yellow accuracy. It was noted the green targeting sphere did not encompass the entire tumor. The predicted error at the tumor was 1.3. Technical services recommended trace registration on the left and right of the patient as well as using a light touch to ensure points were not stored beneath the model. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. Over the past month, there had been two clinical events where the navigation system affected patient care. During this case, navigation was accurate superficially at targeting a small left temporal tumor. A post-operative CT scan revealed some of the tumor was missed. The surgery was rescheduled. There was no other impact on patient outcome. No further complications were reported/anticipated.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.